Manufacturer narrative:
The nurse initially reported that when the patient medical record number (mrn) is typed into unknown device, the patient demographics does not populate. If the patient demographics did not populate, it can be manually entered into the device. However, then they reported that the patient medical record number (mrn) is dropping off and being replaced with another patient's mrn and this was the issue this is being reported on. The caller could not remember what devices this happened on. It is not clear whether this happened on a central nurse's station that was monitoring a bedside monitor that was monitoring a transmitter. They also mentioned that they believe that this is an issue where the staff is incorrectly choosing transmitter instead of bedside monitor in the zm view settings on the bedside monitors that were monitoring telemetry transmitters and that was changing the patient mrn and information. The staff would not notice that they have done that unless they check the mrn and notice that patient information did not match up with the patient that they were intending to monitor and is a concern to them. They are working with nk on this matter to resolve their issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Common device name was filled in as central monitor station as the form will not allow you to leave this blank, but it should be no information (ni) for the same reason provided above.

Event description:
The nurse initially reported that when the patient medical record number (mrn) is typed into unknown device, the patient demographics does not populate. Then they reported that the the patient medical record number (mrn) is dropping off and being replaced with another patient's mrn. No patient harm reported.

Manufacturer narrative:
Details of complaint: the nurse initially reported that when the patient medical record number (mrn) was typed into unknown device, the patient demographics did not populate. Then they reported that the patient medical record number (mrn) was dropping off and being replaced with another patient's mrn. No patient harm was reported. Service requested / performed: troubleshooting: upon nihon kohden technical services (nk ts) follow up, the customer reported that the staff was incorrectly choosing transmitter instead of bedside monitor in the zm view settings on the bedside monitors that were monitoring telemetry transmitters, which would then change the patient mrn and information. The staff would not notice that they had done that unless they checked the mrn and noticed that patient information did not match up with the patient they were intending to monitor, which was a concern to them. Investigation summary: the overall risk score is medium. The reported issue does not require further investigation through CAPA process since the issue was caused due to incorrect user workflow. The device and concomittant device information in the above fields were requested, but the customer could not remember what they were.

Event description:
The nurse initially reported that when the patient medical record number (mrn) was typed into unknown device, the patient demographics did not populate. Then they reported that the patient medical record number (mrn) was dropping off and being replaced with another patient's mrn. No patient harm was reported.